Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-dec-2015, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (25.6mg/ml at 8.87mg/day) and bupivacaine (25.6mg/ml at 8.87mg/day) via intrathecal drug delivery pump. The indication for use was not noted. Oral medication the patient took were: amitriptyline (75mg daily), bumetanide (1mg twice daily), calcitriol (0.25mg daily), escita lopram oxalate (10mg daily), oxycodone (5mg twice daily), potassium chloride (20meq twice daily), simvastatin (10mg daily), temazepam (15mg daily), topiramate (100mg daily), vitamin b12 (1000mcg daily), and vitamin d3 (2000u daily). The patient had a history of o ccipital neuralgia, stage iii kidney disease, hypokalemia, edema, hypothyroidism, kidney stones, and venous insufficiency. It was reported that the patient stopped getting pain relief from the pump (event date (B)(6) 2018). Noenvironmental, external, or patient factors were reported to have caused this issue. The healthcare provider (hcp) attempted a dye study in (B)(6) 2018 and could not aspirate the catheter because it was "plugged." Catheter revision was done on (B)(6) 2018 and was replaced with a new catheter. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Patient code (B)(4) does no apply. If information is provided in the future, a supplemental report will be issued.